Event description:
It was reported that upon positioning an embolization coil within a bifurcation aneurysm, approx 5cms of the coil was deployed when a coil loop came out through the aneurysm wide neck. The coil was retracted and in doing so, it was observed there was no movement of the coil. The coil prematurely detached partially within the aneurysm and the microcatheter. The coil was removed successfully using a goose neck snare. No harm or injury reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the device revealed the coil detached from the delivery pusher. The implant coil is completely stretched at the proximal end over 12.0". The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has striations present and characteristics of stretching. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not returned for eval. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.